Event description:
It was reported that during a procedure of the heavily tortuous and calcified, distal right coronary artery, after repeated pre-dilatation the mini vision stent delivery system (sds) was advanced to the lesion but met resistance and became stuck in the calcification. There was no reported issue and the sds was pulled from the anatomy without incident. A different device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).evaluation summary:the device was returned for analysis. The failure to advance and difficulty removing the stent delivery system (sds) could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.